Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint was reopened because additional litigation papers were received and additional products now reported through the FDA med watch system. No new information was provided that changed the investigational results written prior. A need for corrective action not identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The complaint was reopened because litigation papers were received and additional products now reported through the FDA medwatch system. No new information was provided that changed the investigational results written prior. A need for corrective action not identified. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint was reopened because additional medical records and patient fact sheet were received. No new information was provided that changed the investigational results written prior. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Patient was revised because the cup rotated out of position. Cultures came back showing possible infection. Doi: (B)(6) 2008 - dor: (B)(6) 2008 (left side). Updated: (B)(6) 2011 - litigation papers allege patient is required to live with debilitating pain, suffers inhibition of his ability to walk, is unable to bend, squat or run, and continues to require ongoing medical care. It is further alleged patient suffered from fluid collection in/around the hip joint, and loosening of the acetabular component. It is additionally alleged that during revision surgery, cloudy fluid in the joint was cultured and grown positive for (B)(6) and the tissue within the joint was found to be fibrinous. Note: all products except the srom sleeve were explanted on (B)(6) 2008. The srom sleeve was explanted on (B)(6) 2008. Patient is a resident of (B)(6).